Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons had to be pressed more than once and the motor was a little bit louder. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device passed back light check. No back light anomaly noted. No unexpected no delivery alarm noted during testing. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. The test battery was removed and reinserted with no battery type alarm noted. Device was monitored for 3 days. No unexpected low battery alarm or off no power alarm noted. All buttons functions properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad or dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).